Event description:
It was reported on dec 11 2007 to tyco healthcare/kendall that a customer had a problem with an umbilical vessel catheter. The customer reports, that the pt with the device had ascites. The device was removed and liver accumulation noted. When sent for analysis, it came back as tpn-uvc evisceration. The pt is recovering. The pt had a low lying uvc. No sample or lot number.

Manufacturer narrative:
An investigation is currently underway. Upon completion of the investigation, a follow up report will be submitted.